Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had migrated in the pocket and eroded through the skin. Additional information revealed that there was no pus, unusual drainage nor vegetation noted. A revision procedure was performed successfully. The patient¿s erosion site was debrided and the new device was placed in the pocket created higher on the patient¿s chest. This pacemaker is no longer in service. No additional adverse patient effects were reported.